Event description:
The paramedics called in with the patient to report that the patient was experiencing hypoglycemia while wearing the v-go. The patient did not know what his numbers are supposed to be on a normal day. To bring the patient's number back in range patient was given oral glucose.